Event description:
Customer's husband reported that the customer has been experiencing high blood glucose readings while on the insulin pump. Customer stated that she has been over 300 mg/dl lately. Customer stated that the reservoir sometimes dumps all the insulin at once and causes extremely low blood glucose readings. Customer's current blood glucose reading is 230 mg/dl and has treated with a manual injection and a bolus. Troubleshooting was performed and the settings appeared to be normal. Alarm history was also checked and a low reservoir alarm was noted. The last bolus was not noted in the bolus history. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device was programmed with multiple bolus deliveries and monitored. All bolus delivered completely their indicated amounts and were properly recorded in the bolus history screen. No history anomaly noted. The low reservoir alarm did function properly during testing. The unit was received with cracked case display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.